Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
Reference medwatch 1219856-2008-00464 for the first event involving the same pt. It was reported that the intra-aortic balloon (iab) was prepped for insertion. During insertion, the iab became stuck in the sheath and as a result, was exchanged with a competitors iab.